Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and inspected tip and plunger clamps and tip load in the reported problem area of the pipetter assembly. The fse adjusted the position over the secondary rack. The instrument was inspected, tested without further problem, and returned to service.